Manufacturer narrative:
(B)(4). A follow up will be submitted upon completion of the plant's investigation.

Event description:
Medical records were received from the peritoneal dialysis patient's clinic which showed that the patient had an umbilical hernia. The date of the event is unknown but the computerized tomography (CT) scan was performed (B)(6) 2016.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.